Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on a review of the medical records provided. It was reported that the filter was placed ca 2cm below renal veins and approx. 2 years later, 4 primary filter legs appeared to have perforated the ivc. Low back pain and hip pain was reported. This case represents a case of celect ivc filter perforation/penetration into the ventral l4 vertebral body in a young female, detected on CT scan 2 years after filter implantation. The patient is ascribed having chronic pain issues; however the origin of pain is not noted. Abdominal pain (CT scan 2014), lower back pain and hip pain (x-ray 2016) is mentioned in some of the medical records/imaging reports and also the patient had a history of gastric bypass. Abdominal pain following gastric bypass is not uncommon. Lower back pain and hip pain following overweight is not uncommon, but pain issues resulting from ivc filter penetration into the ventral l4 vertebral body cannot be ruled out. Long-term dwell time is associated with risk of progressive perforation and therefore filter retrieval should be considered, once protection from pe is no longer necessary. The rationale for not retrieving the ivc filter at an earlier stage in this case is not clear. According to the instructions for use optional filter retrieval is contraindicated only in patients with significant amounts of trapped thrombus or in patients with an on-going high risk for pulmonary embolism. No complications following the reported ivc stenosis have been described in this case. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: filter implanted (B)(6)2013. CT scan (B)(6)2015. The tip of the inferior vena cava filter is below the level of the right and left renal veins, approximately 2 cm. There is narrowing of the left renal vein as it crosses posterior to the superior mesenteric vein. No thrombus is seen. The four main struts of the inferior vena cava filter appear to project outside of the lumen of the inferior vena cava suggesting perforation or extension through the wall but no extravasation of contrast is identified. Patient outcome: unknown.